Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump was under delivering and they experienced high blood glucose level of 13 mmol/l. Customer also had blood glucose level of 17.2 mmol/l. The customer treated their high blood glucose with manual injection. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. It was also reported that infusion set tubing had small sized air bubbles and there was leak at infusion set. The insulin pump will not be returned for analysis.